Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6-health impact code: 4625- cataract surgery. H11- manufacturer narrative: cataract is identified in the labeling as a known potential adverse event following icl implantation. Claim (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced an anterior subcapsular cataract. The lens was implanted and removed intraoperatively. Cataract surgery was performed and the problem was resolved. Reportedly "patient is doing well". The cause of the event is unknown.